Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported the patient was ventilated over 19 hours despite checkout procedure not being complete at the beginning. The machine reported a compensation for leak of 40% to 98% while the patient was ventilated. It was reported that the patient died after 2 days of ventilation.

Manufacturer narrative:
According to the investigation, the event was caused by user error. The user inadequately responded to alarms indicating a leak in breathing circuit and reused a disposable breathing circuit accessory that was unable to pass system check. There is no indication of machine failure, meaning the problem was with the accessory only and not the device.